Manufacturer narrative:
Initial reporter address.

Manufacturer narrative:
Concomitant medical products: baxter, 250ml evacuated container, bumetanide 96ml, lot: g119958; exp: oct 17; therapy date: (B)(6) 2016. The customer¿s report of the infusion completing sooner than expected was not confirmed. The pcu event log showed that on (B)(6) 2016 at 11:38pm, a basic infusion was restored at a rate of 2ml/hr with the vtbi set at 8ml. The vtbi was reset to 8ml several times. At 9:47 on (B)(6) 2016, the device was channeled off and the system powered down. The infusion ran for approximately 10 hours and 9 minutes; the total calculated volume infused was (B)(4) ml. At 12:22pm, bumetanide 24mg/96ml was programmed to infuse at 2ml/hr with a vtbi of 8ml. The infusion was paused several times and at 1:25pm the device was channeled and the system shut down. Excluding the pauses this infusion ran for 35 minutes; the total calculated volume infused was (B)(4) ml. Visual inspection of the pump module showed the membrane frame and membrane to have dried/sticky residue and evidence of fluid having run from the top, in the location of the upper fitment of an administration set's pumping segment, towards the bottom; however, the returned set passed all tests, showing no signs of leaking. Testing and inspection of the returned pump module identified no anomalies and the device was found to be infusing within specification. The root cause of the pump module infusing faster than programmed could not be determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on (B)(6) at 2337 a bumex infusion was set up to run at 2 ml/hr from a 96 ml bottle. The infusion was expected to last approximately 37 hrs, however it was completed in approximately 14 hours, at about 1400 the next day. There was no report of patient harm or medical intervention.